Event description:
On initial contact, dentist advised handpiece burned pt. During follow up, dentist advised pt was burned on right lateral border of tongue. Burn was a second degree (blister) and swelling, a little more than 1 centimeter in diameter. The blister popped, so doctor trimmed outer layer, applied antibiotic and prescribed cream. No additional info available.